Event description:
U/s probe for site rite 8 has continuous issues with cable pulling away from detector head and exposing the wires. Multiple sister facilities nationwide have reported the same issue.